Event description:
Reporter stated the infusion set luer automatically disconnected from the adapter, and the customer experienced hyperglycemia of 420 mg/dl as a result. At the time of the event, the customer was receiving stationary treatment for pump training. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.